Manufacturer narrative:
Block b3: exact date unknown, event occurred in september 2023.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing wells postoperatively. The explanted ipg was not returned due to facility policy.